Event description:
Home pt (hp) reported leak in heater line tubing of homechoice set during treatment on homechoice device. Hp noted she ended treatment and did manual exchanges as instructed by rn. Rn reported hp was treated prophylactically with 500 mgs cipro x five days, as an outpatient, with no resulting injury.